Manufacturer narrative:
(B)(4). The additional trek dilatation catheter referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a heavily calcified proximal right coronary artery intervention, an rx trek was taken to the lesion, but during the second inflation at 18 atmospheres, ruptured. The device was removed without issue and an nc trek was taken to lesion. After successful pre-dilatation and deflation, there was some resistance removing the device from the lesion. The physician felt the resistance was due to the heavy calcification. Once past the lesion, the device was easily pulled into the guiding catheter for removal; however, during removal the shaft outside of the patient separated. The separated device was easily removed without intervention. A non-abbott angiosculp was attempted, but failed to cross the lesion. There was no adverse patient sequela and no clinically significant delay in procedure. The plan is to have the patient go to another facility for continued intervention on the lesion. There was no additional information provided.